Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device has not been as effective as the evaluation. Patient said they were still peeing all over the place. Patient changed the program one time because they were peeing everywhere and after that it seemed to work. Patient has had 2 mris since the device was put in and when they turn stim off for MRI mode the device doesn't work for a week and then it starts working. Reviewed option to stay on the same program and increase stim or change programs. Patient wanted to change programs. When patient connected to the ins MRI mode still activated and therapy was off patient turned stim on during the call. Patient will monitor symptoms and call back if they need assistance changing programs.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had an MRI on (B)(6) 2025 and ever since they turned the therapy off and back on, the therapy has not been working as well. They said they were not getting messages that they have to go pee to their brain to make them get up and go pee. They also mentioned that they were peeing all over the place. The agent asked and the patient said they had been on program 3 and on program 4 and they turned it up to 6 and that was way too high and they were feeling kind of shocking. They turned it back down to 5 and still felt a little shocking/tingling, but not as bad as 6. The agent reviewed with the patient that they may want to consider switching to a different program. During the call, the patient switched to a new program and increased their intensity to a comfortable level. They will maintain stimulation level and will continue to track symptoms. Redirected to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was the patient reported that they're trying to turn their therapy back on and that their ins didn't work as good as their trial. Patient stated that their communicator was not connecting to their ins and that their ins was not working as it should. Patient added that they've already tried switching to a different program back in june and increased their stimulation, but they said that when they increase their stimulation too much, it becomes unbearable. Agent reviewed general therapy information and communicator general use then walked patient through connecting to their ins. The patient was able to turn their therapy back on. The patient will maintain their stimulation and will continue to monitor symptoms. Redirected to hcp to further address the issue. Patient stated that they will meet with their hcp in (B)(6). See other call codes for other services discussed during the call. Patient was difficult to understand, and the agent did their best to document information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.